Event description:
A male pt, rec'd a red discolored skin rash during an electrotherapy stimulation treatment. The pt was receiving electrotherapy on the calf muscle. The clinician prescribed the interferential waveform with a frequency setting of 1-10hz and an intensity of 29. The 2 inch self adhesive electrodes was being used for treatment. The pt had used the electrodes less than 10 times. The pt completed the 10 min treatment without discomfort. The clinician removed the electrodes and noted the redness in the area of treatment under the application electrodes.

Manufacturer narrative:
The device has been rec'd and is currently under eval. The device eval and any add'l findings will be provided upon conclusion of the device eval.